Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the teflon pad dislodged from the instrument when being cleaned and was found on th drape. It is known how the case was completed. Pt info was not given. The device was discarded.